Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the full lead was returned and analyzed; analysis revealed the proximal conductor was distorted due to flattening. (B)(4).

Event description:
It was reported that prior to use, the physician took the lead out of the box and found a kinky mark near the screw end of the lead. The lead was not used for implant. A new lead was used to implant successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: evaluation summary update: visual summary analysis of the lead indicated damage at implant.